Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: the last basal delivery was on (B)(6) 2017. On (B)(6) 2017 at 10:56 the user canceled a programmed 6.30 u bolus and only 2.797 u was delivered. The pump history shows a replace battery alarm on event date (B)(6) 2017 at 03:52; the next prime was recorded at 10:17. On (B)(6) 2017 16:19 an occlusion alarm with high force was recorded; deliveries resumed at 16:40. On (B)(6) 2017 16:01 an occlusion alarm with high force was recorded; deliveries resumed at 16:07. On (B)(6) 2017 11:01 an occlusion alarm with high force was recorded; deliveries resumed at 11:55. On (B)(6) 2017 12:40 an occlusion alarm with high force was recorded; deliveries resumed at 13:31. On (B)(6) 2017 12:28 a replace cartridge alarm was recorded; deliveries resumed at 13:25. On (B)(6) 2017 19:42 an occlusion alarm with high force was recorded; deliveries resumed at 19:46. On (B)(6) 2017 06:52 a replace cartridge alarm was recorded; deliveries resumed at 07:37. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 430mg/dl with polydipsia, polyuria, increased anxiety and trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to history settings issue.